Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k951254. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle 1-ml syringe with 25-g x 5/8-in a plunger was found to be cracked. The following information was provided by the initial reporter: plunger cracked.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k951254. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle 1-ml syringe with 25-g x 5/8-in a plunger was found to be cracked. The following information was provided by the initial reporter: plunger cracked.

Event description:
It was reported while using bd safetyglide¿ needle 1-ml syringe with 25-g x 5/8-in a plunger was found to be cracked. The following information was provided by the initial reporter: plunger cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 3/7/2022. H.6. Investigation: one physical sample of a 1ml slip-tip safetyglide 25x5/8 combo pack (p/n 305903) package were received. Through visual inspection, it was observed that the syringe sample had a broken thumbrest on the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the broken thumbrest defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.